Event description:
In 2008, the pt reported that, while removing the insulin cartridge from her infusion device,the plunger remained attached to the piston rod in the cartridge chamber. She stated this resulted in about 45 units of insulin spilling into the cartridge chamber. The pt said she was able to detach the plunger from the piston rod. The pt was advised to switch to her backup infusion device but she declined. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.